Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 - device evaluation: the pump has been returned to animas and evaluated on 07/23/2015 with the following findings: a call service 064 alarm was observed in the pump¿s black box. During the rewind step, the piston did not move and a call service 078 alarm was given. The pump was opened and the moisture damage was found on the printed circuit board. Investigation could not be completed due to the moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.